Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Name: medtronic minimed. Street: 18000 devonshire street. City; northridge. State: ca. Zip code: 91325. Country: united states. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose on (B)(6) 2026 and treated with insulin pump.